Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to the 400s (mg/dl) for 2 days. Reportedly, contact indicated that the customer may have an unspecified illness. Customer changed infusion site, administered a correction bolus, and programed a temporary insulin rate per health care provider's advice to treat bg levels; however, customer was unable to decrease bg levels below 250 (mg/dl). System check with tandem technical support indicated pump was performing as intended. Contact indicated that customer will change insulin vials and tandem technical support discussed how to change supplies.